Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. A valid lot/batch number was not received therefore the device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the universal seal. During the procedure they were putting saline in the seal to see where the leak was coming from. Pneumo was set at 15 and a consistent flow rates of 8.5-11.5. Leakage occurred while using 5mm instruments with and without instrument torquing. One sleeve w/o optiview and four sleeves w/ optiview had excess leakage. The case was completed with the trocars. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.